Event description:
It was reported that during sterile processing, it was observed that the electric pen drive device would not turn off. The event did not occur during surgery. It was reported that there was a less than thirty minute delay to the scheduled surgical procedure. However, the specific amount of time was not reported. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was not known, however the event was reported to have occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the rotations per minute specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due a motor assembly or electronic control unit failure from immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.